Manufacturer narrative:
Continuation of d10: product ID 37791 serial# uknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The caller had a damaged recharger antenna cord. An email was sent to repair to replace the damaged cord. Patient stated they also have a broken desktop charger (dtc) cord, agent emailed repair. Patient stated they are in pain, pt stated dtc cord broke completely about 3 days ago, and antenna cord has been damaged for a long time.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
"***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.***